Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that a clearlink extension set had air trapped in the filter. The user connected an unknown syringe directly to the extension set and then connected a non-baxter set below that. There was patient involvement, however no adverse event was report with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation at this time. If the device or further relevant information become available, a follow-up medwatch will be submitted.